Manufacturer narrative:
Unit received and placed unit under microscope and visually found low spring contact at the connector pins# 1,2. In conclusion, unable to perform functional test, rf/ble/downgrade/association/accuracy test due to the physical damage. The customer complaint of communication anomaly, and unexpected alert/alarm could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a change sensor alert, sensor updating alert and a lost sensor signal alert. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040a, mmt-1884. Troubleshooting was performed. The customer reported a loss of communication between the transmitter and the pump. The customer confirmed transmitter serial number is programmed in the manage devices screen. The communication issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-7040a, mmt-1884. Mmt-7841zn will be replaced and will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.